Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that an emergency backup battery (ebb) fault was noted on (B)(6) 2026 that cleared with a self-test. The alarm returned on (B)(6) 2026 and cleared with repeated self-tests. The team decided to do a system controller change as the battery was fairly new and experienced multiple faults. Log files were sent for review. There was a few ebb faults associated with the load test on (B)(6) 2026 which resolved with the self-test. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via analysis of the submitted log file. Backup battery fault alarms were active on 19jan2026 due to the backup battery not passing the load test. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. Alarms resolved when a load test was performed, and the backup battery passed. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The heartmate 3 system controller (serial number (B)(6)) was returned for analysis without a backup battery and passed functional testing without issue. A test backup battery was installed. The controller was connected to a mock circulatory loop and was able to support pump function for an extended period of time. Multiple backup battery load tests were initiated during testing, and an alarm was not reproduced. The provided information stated that alarms cleared with self test and that a system controller exchange was performed. A root cause for the reported event was not conclusively determined through this analysis. A corrective and preventive action was opened to further investigate this issue. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU, heartmate 3 patient handbook are currently available. The IFU section 7, entitled ¿alarms and troubleshooting¿ and the patient handbook section 5, entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including backup battery fault. The IFU section 8, entitled ¿equipment storage and care¿ and the patient handbook section 6, entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. Section 2 of the patient handbook, entitled ¿how your heart pump works¿, explains how to properly replace the running system controller with a backup system controller. Section 10 of the IFU and patient handbook, both entitled ¿safety checklists¿ instruct users to regularly inspect their equipment, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.